Event description:
Olympus medical systems corp. (Omsc) was informed that during unspecified procedure, the facility confirmed that the needles worked correctly but they did not project out of the sheath when they were inserted into the endoscope. This happened on four occasions. The doctor completed the procedure with a similar device. There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject products were not returned for eval yet. The exact cause of the user's report could not be conclusively determined. There are possibilities that the insertion portion of the device was deformed and it caused the failure to extend the needle. The instruction manual warns users that "straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated". A supplemental report will be submitted, if additional and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution. Please cross ref: 8010047-2014-00321/00323/00324.